Manufacturer narrative:
The meter product information was not provided in the initial report. The meter was tested in qa and gave high out of spec blood results on returned strips and retention strips by an average of 53mg/dl. The customer strips gave in range control readings and e2. The control test on the retention strips gave errors e2 and e8.

Event description:
Customer ran a blood test on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter¿s memory. No adverse event was alleged. New strips and meter were sent. Strips are expected to be returned for evaluation.